Event description:
A (B)(6) female patient contacted zoll customer support to report 'add gel' messages without a gel deployment. The patient also reported exposed wires around the vibration box. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages / exposed wires) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, exposing wires. The cause of the add gel messages is a disruption in communication between the therapy electrode and the distribution node. The cause of the disruption in communication is damaged wires at the dn. The cause for the damaged wires is the pulled cable. The root cause of the damaged cable wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.